Event description:
It was reported that the customer was hospitalized due to high blood glucose of 500 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that the caller does not feel comfortable and requested a replacement of the insulin pump. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.